Event description:
Caller reported a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, after which the error did not reoccur. The caller was advised to wait 20 minutes before starting their sensor session and acknowledged this instruction.